Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire that the patient developed an infection at the pod¿s insertion site (right thigh) while wearing the device for 49 hours ((B)(6) 2026). Pain was reported as a symptom. The patient attended an appointment on (B)(6) 2026 with a general practitioner and was diagnosed with an abscess. They were prescribed 8 days of antibiotics the name of healthcare professional and antibiotic were not specified. The abscess ruptured (B)(6) 2026. This report is one of two reported infusion site infections (insulet references: (B)(6)).